Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer was informed that there could be many reasons for high blood glucose. The customer complained of skin irritation from the site of insertion but the customer could not trouble shoot the issue during the time of the call. No further information was provided.